Event description:
The pump was returned for sticky fva pins. Upon examination the fva pins had excessive drag. The drag was resolved with cleaning. An internal investigation found no additional sources of damage or fault. After cleaning was performed, the pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The reported customer complaint was confirmed.

Event description:
The following has been reported: biomed reported: "pump problem. " the pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. 09/26/2025- biomed reported: we no longer have the set. By the time we at clinical engineering receive the pump it has been transferred through multiple departments and retaining the sets would be against infection control protocols. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.